Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the base reagent bottle was placed in the wash 1 bottle position on the system. The cause for the discordant tni and tsh3ul results is user error. The customer correctly placed the base reagent bottle on the system and performed a system prime. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant troponin (tni) and thyroid stimulating hormone third generation ultra (tsh3ul) results were obtained on two patient samples on an advia centaur instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni and tsh3ul results.